Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2020-02426. It was reported that the patient's leads had migrated. As a result, the patient's leads were explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.